Manufacturer narrative:
(B)(4). (B)(6). Patient age: over 18 years old. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The lesion being treated was located in the very small and tortuous right circumflex artery. The target lesion was predilated and rotablation was performed. The physician then advanced a 2.5x16mm synergy stent delivery system to the target lesion. However, due to high resistance the shaft broke. The device was capture and removed successfully. The procedure was completed by implanting a non-bsc stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent struts on the distal row were raised and misaligned. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. Shaft polymer extrusion profile: a visual and tactile examination found no issue with the profile. The hypotube was broken 267mm distal to the strain relief. A visual and tactile examination found that the hypotube was kinked close to the break site and at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was indicated that the user encountered severe resistance during the placement of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The lesion being treated was located in the very small and tortuous right circumflex artery. The target lesion was predilated and rotablation was performed. The physician then advanced a 2.5x16mm synergy stent delivery system to the target lesion. However, due to high resistance the shaft broke. The device was capture and removed successfully. The procedure was completed by implanting a non-bsc stent. No patient complications were reported and the patient's status is stable.